Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system did not boot up due to gpos connection. There is no report of injury or death associated with to event described in this complaint.